Event description:
The operation or catheterization was terminated or suspended due to the system trouble. Smoke occurred for a few seconds suddenly just before the end of the operation. About the patient, it was not necessary for further exposure because the examination had been completed when this problem occurred.

Manufacturer narrative:
The service rep found a burned trace on the "90w-low power supply. About this power supply, it was the first time replacement on this customer (system) from the system installation. It was considered aged deterioration.